Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. The device was implanted for more than 10 years which exceeds its projected longevity and is consistent with normal battery depletion.

Event description:
During an in clinic follow up, the device was not able to be interrogated with inductive telemetry, however the device was still providing pacing support. The patient was interrogated two months prior, and the longevity of the device was six months. The device was explanted and replaced to resolve this event. The patient was stable.